Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and the infusion set site appeared to be related to the occlusion; however, the novolog insulin had been used for 5 days within the cartridge.